Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt complained that her cochlear implant was not working. The implant is making a "shhhhhhh" sound but when the coil was pressed on, the sound was not as bad. The pt also described a "pop" when changing programs on her tempo+ processor. She denied any associated pain. She also denied recent head trauma. The pt reported that she thought maybe it started near the beginning of may. It was unclear whether the symptoms are intermittent or if they have worsened during that time. Further testing showed that the device is no longer working within specification.